Manufacturer narrative:
Although the exact implant date is unknown, it is known that the product was implanted in the month of (B)(6) 2015. (B)(4) (revision surgery). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on an unknown date in (B)(6) 2015, the patient underwent transforaminal lumbar interbody fusion (tlif) surgery at l5/s for the treatment of lumbar isthmic spondylolisthesis with the use of the medical device (spinal screws). Post-op, he felt numbness symptom was observed in the patient, that resulted in a revision surgery. At the time of the revision, screw implanted in the left side of the sacrum was observed to have slightly loosened. The surgeon considered that the numb symptom was related to the past spondylolisthesis surgery and spicule. Although no other problem except the left s1 screw was observed, the initially placed all four screws were replaced with bigger size screws since the screws were in the way for performing decompression of right side symptom.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.